Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The following event was reported based on information obtained from the ivr general meeting of (B)(6). On an unknown date, an amplatzer vascular plug ii was selected for implant for a patient with advanced renal cancer embolization. After the embolization the patient developed a fever and an urinary tract infection. The patient was reported to be stable and continuing to receive treatment. No additional information will be provided.

Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note per the instructions for use, artmt 600034447 version a " the amplatzer vascular plug and amplatzer vascular plug ii are indicated for arterial and venous embolizations in the peripheral vasculature."